Event description:
A report was received that the pt was experiencing fever, swelling, redness, discharge and pain at the lead site. The physician flushed out the lead and pocket sites with antibiotics and the pt was placed on IV antibiotics. Infection was confirmed and the system was explanted. The pt was reportedly doing fine. The physician believed that the infection was procedure related.